Manufacturer narrative:
The device history records were reviewed and the lot passed all required inspections. The investigation is underway.

Event description:
It was reported that there was difficulty inflating and deflating the pta balloon in a moderately calcified vessel. Reportedly, the balloon could only be partially inflated and then could not be completely deflated. The device was removed without losing access. A competitor's pta balloon dilatation catheter was then used to complete the procedure. There was no report of injury to the patient.